Event description:
Removal of dental implant for non-osseointegration. The clinician reported implant was placed in d2 thick cortical bone in 2006. The implant was removed the following month, because of mobility. The clinician identified the reason of removal as failure-to-osseointegrate related to post-surgical (healing abutment) improper loading.

Manufacturer narrative:
Inspection results: the implant was not fractured. The implant was examined using 20x magnification and no thread defects were noted.